Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Wore for a week-fall apart. Fitted second one this morning. Threw away receipt. Lot: 023684.